Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. A device changeout procedure was performed due to normal battery depletion (nbd) and the physician opted to keep this rv lead active and in service. Good sensing and thresholds were obtained. No adverse patient effects were reported. This lead remains in service.